Event description:
A pharmacy rep reported that the customer tested 5 different xceed meters with the same lot of test strips. The customer, using meter (B) (4), obtained erratic readings on their blood glucose monitor within 10 minutes of 70 mg/dl, 320 mg/dl, 150 mg/dl, and 280 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: the customer stated that the test strips will not be returned because they work properly with their other meters.